Event description:
Initial report. According to complaint to (B) (6) by dr (B) (6), (B) (6) urology group. Coretherm treatment of bph was performed (B) (6) 2009. On (B) (6), the pt presented to the (B) (6) emergency room with a creatinine of 8.05. Renal sonography showed bilateral hydronephrosis. Cystoscopy showed an open prostate with necrosis of the lumen but also thermal injury to the bladder, and in particular the trigone, with injury to the ureteral orifices on both sides.